Event description:
Rn was inserting the PICC catheter. The plastic lavender butterfly that holds the needle that the catheter is inserted through separated as the rn began to peel it away. It was at this time that the catheter broke. The rn secured the distal portion of the catheter before it migrated into patient. No harm to patient.